Manufacturer narrative:
Implant serial number info was not available. Device was discarded at hospital. This is the initial report submitted regarding this surgical event and medical device.

Event description:
Pt has humeral metaphysis screw breakage with no bone support proximal to the breakage, extensive metallosis, proximal humeral deficiency and grade ii scapular nothing. A new reverse shoulder was implanted.